Event description:
Ligasure keep beeping "lost contact" even though the connection was good. The surgeon was concerned so we opened a new ligasure to complete the procedure. Failed product had patient contact but no patient harm. Manufacturer response for ligasure sealer exact 21, (brand not provided) (per site reporter). A return kit was sent so product could be evaluated.